Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9, g2. Additional information added to field h3, h6. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it was confirmed that gas hose failure was the cause of the phenomenon. Since the hose was not sent to legal manufacture, cause of failure could not be presumed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital (documented here due to character limitation in respective field). Three attempts were performed to obtain additional information, but no response was received from the customer. Related patient identifier: (B)(6).

Event description:
It was reported that the cylinder hose had a gas leak. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.